Manufacturer narrative:
The investigation is underway.

Event description:
As reported by a field clinical specialist, during implant of a 26 mm sapien 3 ultra valve in the aortic position via subclavian approach there was resistance inserting the valve and delivery system through the sheath. Fluro showed the 26 mm s3u had perforated the side of the esheath. All devices were removed as a unit and exchanged and another set with a 26 mm sapien 3 ultra valve was prepped and successfully deployed. No patient injuries were reported. Upon removal of the first esheath damage was observed. Per review of photos provided the sheath liner was perforated and there was a liner strand. Per medical opinion, the event was due to the angle of the subclavian artery into the aorta.

Manufacturer narrative:
The product was not returned for evaluation. Procedural imagery provided by the site showed the esheath was inserted via subclavian approach. The esheath appears to have expanded normally. The esheath liner appears torn and the hdpe material shows a liner strand. A device history record (DHR) review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. The instructions for use (IFU), device preparation and the training manual were reviewed for instructions or guidance for proper use of the edwards introducer set and no deficiencies were identified. During manufacturing, the esheath is visually inspected and tested several times. During manufacturing, the esheath shaft component was 100% inspected. During the final inspection, the esheath underwent 100% inspection by both manufacturing and quality. Additionally, all manufacturing lots are subject to product verification (pv) testing on a sampling basis. All samples passed product verification testing for this lot number. These inspections and tests during the manufacturing process support that it is unlikely that a nonconformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for general risk failure sheath liner strand, general risk failure sheath liner torn and introduce and navigate system through sheath access vasculature resistance between system components difficulty advancing through sheath were confirmed based on provided imagery. However, due to the unavailability of the returned device no manufacturing non-conformance's were identified. A review of manufacturing mitigation's, device history review, lot history review and complaint history review supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. Per complaint description, via subclavian approach there was resistance inserting the valve and delivery system through the sheath. Provided imagery shows evidence of a tortuous subclavian artery. Per the training manual, push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification. The presence of tortuosity within the subclavian artery can create challenging pathway for delivery system insertion through the sheath due the natural bends of the subclavian artery. This could lead to the resistance experienced. If push forces were high to navigate the pathway, it is possible that excessive device manipulation occurred in order to overcome the resistance. The additional manipulation through challenging anatomy could have resulted in the liner tear and strand observed. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. Available information suggests that patient factors (tortuosity) and procedural factors (excessive manipulation during delivery system insertion) may have contributed to the complaint events. The complaint event was confirmed via procedural imagery. No manufacturing nonconformance's were identified. No labeling IFU training inadequacies have been identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such neither a product risk assessment escalation nor corrective or preventative actions are required.